Event description:
In 2005, this patient was implanted with gore excluder aaa endoprostheses. The physician stated the patient had a very angulated neck approximately 60 degrees, all the devices implanted fell into the aneurysm sac, except for an aortic extender component that remained in the neck. He elected to leave the devices in the sac and implant a cook (type unk) device. The patient tolerated the procedure and is in stable condition. Further investigation is necessary.

Manufacturer narrative:
Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.